Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had unexplained high blood glucose of 467 mg/dl which was treated with manual injection. The caller stated that the high blood glucose incidents started on (B)(6) 2017. The customer's blood glucose at the time of the phone call was 178 mg/dl. Troubleshooting was performed and it was discovered that the time and the date of the insulin pump were incorrectly programmed. Also, the basal rates were programmed inaccurately. The customer stated that now, due to incorrect programming, they are getting 2.075 units of insulin per day compared to a prior programming of almost 40 units per day. During troubleshooting the customer noticed small air bubbles in the tubing, approximately half a centimeter. Troubleshooting was performed and the air bubbled were removed from the tubing.